Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow, down arrow and ok keypad buttons had been intermittently unresponsive for several months and the ok button was unresponsive that day. The reporter indicated the keypad was torn on the ok button. It was noted that the tactile changes occurred prior to the keypad damage. The reporter denied any evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
(B)(4): the keypad was returned torn over the ok button, exposing the button contact. During testing, the up and down arrows and contrast keypad buttons were intermittently unresponsive and required multiple presses to engage; the ok button responded appropriately. During investigation, evidence of contamination was found under all key contacts and the ok key contact was found to be misaligned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.